Manufacturer narrative:
Block h6: device code 1069 captures the reportable issue of tripwire break. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly and there was evidence that it was not secured in the handle slot when received. No damage was observed to the handle assembly itself. The slack was not removed properly, the suture loop was broken, and a crimp was present on the tripwire. The suture was attached to the ligator head and to the trip wire; however, the suture was returned cut. Further analysis noted that the evidence of suture being returned cut was likely to remove the device from the scope. This condition is not considered as an issue of the device. The bands were returned attached on the ligator head and they were still intact. It was also observe that the suture hole was intact and the ligator head teeth were intact. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. A review of the product labeling indicated that this device was not used per the instructions for use (IFU), specifically the set-up steps 4, 7, and 8 were not executed properly. Based on the condition of the returned device, engineers determined that the trip wire was not in the handle slot and slack was likely not removed as described within the IFU. This condition could have affected the overall performance of the device causing the trip wire to slip through the handle assembly, resulting in an inaccurate deployment of the bands. This would also have placed more tension on the components, leading to damage of the ligator teeth. The reported event was not confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure performed on october 28, 2020. According to the complainant, prior to the procedure, it was observed that the tripwire was entangled and the device was unable to use. The same issue happened to the second speedband superview super 7 device; however, this device was removed by force and it was able to use. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, it was observed that the tripwire was entangled and the device was unable to use. The same issue happened to the second speedband superview super 7 device; however, this device was removed by force and it was able to use. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.